Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported while working outside the patient's phone alerted her that her blood sugar was high reading at 10.3 mmol/l (185.4 mg/dl). Upon checking her omnipod personal diabetes manager (pdm) she noted the device screen was black and will not power-on. Reportedly, the device is making a funny noise, and has a slight vibration. The patient plugged in her pdm and stated, ¿it¿s completely dead¿ and was reported to be ¿extremely hot¿. The patient had an old pdm available and successfully paired it with a new pod for insulin delivery.